Event description:
As the cryoablation procedure was being completed and the physician was retracting the cryoablation catheter from the steerable sheath, the stopcock (which is attached to the sheath's tubing) came off. No adverse event occurred.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection of the sheath showed lack of glue in the attachment between the side port tube proximal end and the stopcock luer. Visual inspection through the microscope showed traces of blood coming out through the side port tube proximal end attachment with the stopcock distal luer. The reported issue has been confirmed through testing. Flexcath 4fc12 / (B)(4)failed the inspection due to leak through side port tube to stopcock bond. This report will be recorded and trended.